Event description:
Post procedure, it was reported that the navien guide catheter was noticed to be partially broken as it was removed from the sheath. No injury was reported with the patient.

Manufacturer narrative:
The catheter was returned and it was found broken at approximately 19.8cm from the distal tip, but retained by the inner layer. The cause of the break could not be determined. (B)(4).